Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the when a patient presented in clinic for a follow up, lead dislodgement of the left ventricular lead was observed. The lead was capped on (B)(6) 2019 and replaced. The patient was stable and was discharged the following day.